Event description:
I have been incredibly ill for so many years. I had sepsis in 2019 and almost died. I have been on disability since 2017 but applied in 2010. My whole life turned into a complete nightmare. I was bedridden most of the last 15 years. I have had every diagnosis under the sun and so many diagnosis that I can't even begin to tell you. I have seen so many specialists the number is well over 30 my journey has literally destroyed my life. I don't know if I'll ever be okay. I'm so angry that the FDA has allowed us to go on for so many years. I have had almost every single symptom on the breast implant illness information sheet and then some. I have had deterioration in my myelin sheath to the point that I get paralysis, I lose my bowels, I am so depressed. I have so much anxiety to the point that I can barely leave my house because I had my surgery as an elective surgery when I was 20 and I'm now 55 even after finding out that my breast implants were ruptured. I was not able to find a doctor that would even try to file my insurance. They should have been taken out immediately. Both of them were ruptured, the left one had completely disintegrated the capsule and the implant. I had saline implants placed in 1991. I had them replaced in 1992 due to a doctor's error. I had a rupture in 2009 and mentor textured silicone implants were placed at that time. In 2010 I started getting so sick that I was becoming bedridden. I have had symptoms from my head to my toes and like I stated the symptoms are more than I can even begin to tell you. I almost died in 2019 they said I was hours away. The sepsis was so bad I was hallucinating and didn't even know anything that was going on for days. I have lost my life with my children I was not available for them as I should have been. I lost all my friends because they thought I was crazy. I have been on every medication you can imagine. It has just literally been a living nightmare. I just had the implants removed (B)(6) 2024. I actually have had so many tests done that I would prefer to just send my records to you. I'm also not comfortable sharing on this site because I don't know exactly where it will end up. Lupus, venous angioma, raynaud¿s, cervical and lumbar problems ddd, multiple spinal problems, paresthesia, fibromyalgia, mixed connective tissue disease, vascular problems, migraines, alarm nerve entrapment, failed back surgery, memory loss, chronic fatigue, chronic uti's, bile duct liver problems, positive for pbc, positive for scleroderma at multiple testing times, ibs, multiple stomach issues, bowel loss, determination of my myelin sheath, chronic kidney stones, chronic sinusitis, chronic herpes outbreaks, chronic shingles outbreaks I know there is more but I can't think right now. I would be prepared to share this with you but not on this site preferably please. Reference reports: #mw5153473, #mw5153475, #mw5153476.